Manufacturer narrative:
The subject device (laser fiber) has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the fiber broke near proximal tip that connects to laser unit ( thulium unit soltive premium superpulsed laser system ) which lead to a fire on the fiber that melted the fiber coating. The laser fiber was replaced and the intended therapeutic ureteroscopy procedure was completed using a similar device. According to the report, the laser fiber broke from where it was inserted into the thulium unit and was used without realizing the fiber was broken and a fire started. The fire was put away , extinguished, remaining fiber was removed from the thulium laser unit. There was no patient harm, no injury reported, the issue did not impact the outcome of the procedure. There was no user injury reported due to the event. This event involves two (2) reports: report with patient identifier (B)(6), for (soltive superpulsed laser fiber tfl-fbx200bs, lot kr262833) . Report with patient identifier (B)(6), for (soltive premium superpulsed laser system tfl-pls, sn: not available). This report being submitted is for patient identifier (B)(6), for (soltive superpulsed laser fiber tfl-fbx200bs , lot kr262833) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via company representative informed that the laser unit used with the laser fiber was inspected and found with no damage. The serial number of the laser was also provided ( please refer to section d10 for the updates) . In addition, the subject device laser fiber was received at olympus service business center (please see updates in section d9) , however, the evaluation has not yet started. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated. The connector end has broken/ burnt away from the rest of the fiber body. The strain relief is melted back considerably. There is about 2 cm of burnt blue coating and glass fiber tip sticking out of the melted end. The proximal cap is on and the rest of the connector appears to be undamaged. The broken end of the fiber shaft appears to have broken cleanly, without signs of burning or melting. The length of the fiber shaft does not have visual physical defects. The distal tip is intact and appears unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.